Manufacturer narrative:
Product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code not provided by reporter, therefore unable to proceed to an investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choked [choking], brush became detached from the holder and got it in throat [foreign body], brush became detached from the holder - oral-b brushhead [device breakage], they are all loose - oral-b brush head [device connection issue]. Case description: a father reported spontaneously via e-mail on (B)(6) 2017 that his (B)(6) daughter started to brush with an oral-b power oral care refill precision clean some time ago, beginning on an unspecified date. He stated that it was placed on an oral-b rechargeable toothbrush, version unknown. The father explained that the brush became detached from the holder, his daughter got it in her throat, and she choked. The father noted that the heimlich maneuver was performed on his daughter. The case outcome was recovered. Relevant history: none reported. No further information was provided. On 20-jul-2017 received follow-up e-mail from father: the father reported that he still had the brush head. He stated that the brush heads were purchased earlier in 2017. The case outcome remained recovered. No further information was provided. On 31-aug-2017 received follow-up phone call with father: the father reported that everything was back to normal with his daughter, and it was not a problem anymore. He noted that they were all individual brushes, about 10 or so, and they all had the same problem: they were all loose. The case outcome remained recovered. No further information was provided. On 04-sep-2017 received follow-up e-mail from father: the father reported that he did the test with the coin, and the logo remained clearly visible. The case outcome remained recovered. No further information was provided.